Event description:
Caller reported intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge, resumed insulin.